Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: broaching for a femoral hip stem, the notch post sheared off at apex of notch while in pt. It took an hour and a half to get the broach out. Once out we finished the case. The (patient's) femur cracked, cabled it for fixation. The entire event prolonged surgery by an hour and a half. Right hip.